Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es patient results were obtained while using the vitros eciq analyzer. An ocd field engineer performed "as needed" maintenance and adjustments to the reagent metering and microwell incubator subsystems. Performance testing following service verified that the equipment was returned to expected operation. The assignable cause of the event is an instrument related issue.

Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es results from multiple patient samples (patient 1 result = 0.454 ng/ml; patient 2 result = 0.063 ng/ml) while using the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result for patient 2 was not reported from the laboratory (repeat patient 2 result of < 0.012 ng/ml was reported). The patient 1 result was reported to the clinician, however, and a corrected report was issued (reported result of < 0.012 ng/ml). There was no allegation of harm to the patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc complaint number (B)(4).